Event description:
A cartridge change error was reported for the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the caller to remove the cartridge and inspect the o-ring, assisted with removing the pump from its case, and instructed on cleaning the pneumatic tap area. The caller successfully reattached the cartridge and completed the load process, resuming insulin delivery.